Event description:
It was reported that the healthcare professional (hcp) was unable to aspirate the catheter of drug and a back table prime was not done. The reason for not being able to aspirate was unknown. The drug concentration in the catheter was 30mg/ml dilaudid and 20mg/ml bupivacaine, there was no drug in the pump tubing, and the pump reservoir contained 0.5mg/ml dilaudid. The hcp wanted the new starting dose to be 0.1mg/day. The hcp decided to program the pump to the minimum rate until the 30mg/ml drug was cleared from the catheter tubing. The pump was used to infuse bupivacaine and dilaudid (hydromorphone). No additional surgical intervention was performed and the patient was "fine" per the manufacturer¿s representative. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).